Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that an unknown 6f sheath and a 6/7f mynxgrip vascular closure device (vcd) was deployed inside the femoral artery. The sealant traveled down the bifurcation of the peroneal and posterior tibial artery occluding flow to the foot. A snare was used to retrieve half of the sealant and establish flow to the foot. There was no reported patient injury. Manual compression was applied for 30 minutes or less. There were no damages or anomalies noted when the device was removed from the package. The device did prepped normally. The procedure type was for interventional coronary. There was no tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The deployer was trained on the mynx devices. The stick location was medium (above the bifurcation and below the lowest sweep of the epigastric artery in the rfa). The sealant was not dislodged. The patient was an average size. The deployer did not over tamp. The deployer stated that she did not fail to maintain tension on the catheter while tamping. There was no contrast/imaging used to confirm balloon placement. There were not multiple sheath exchanges. A procedural sheath greater than 7f was not used prior to introducing the mynx. The vessel was not smaller than 5 mm. Several things were done to try and restore distal blood flow and remove the sealant. First, an aspiration technique via a 7fr mp catheter, then a balloon was placed distal the sealant and they tried to pull the sealant into the sheath like a makeshift fogarty catheter. Then, they ended up using a loop snare and grabbing it and pulling it into the sheath. That was successful in getting half of the sealant out of the artery. The rest of the sealant then traveled down the peroneal artery and both the anterior and posterior tibial arteries had flow and distal pulses were present. The physician felt comfortable enough with those results and believed that after the 30 days and the sealant dissolves that flow will be restored to the peroneal artery. The product was not returned for analysis. Review of lot f1706801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynxgrip vcd in vessels not suitable for the use of the device. Do not use the mynxgrip vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that a unknown 6f sheath and a 6/7f mynxgrip vascular closure device (vcd) was deployed inside the femoral artery. The sealant traveled down the bifurcation of the peroneal and posterior tibial artery occluding flow to the foot. A snare out half of the sealant and established flow to the foot. There was no reported patient injury. The product is not available for analysis. Manual compression was applied for 30 min or less. There were no damages or anomalies noted when the device was removed from the package. The device did prep normally. The procedure type was for interventional coronary. There was no tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The deployer was trained on the mynx devices. The stick location was medium (above the bifurcation and below the lowest sweep of the epigastric artery in the rfa). The sealant was not dislodged. The patient was an average size. The deployer did not over tamp. The deployer stated that she did not fail to maintain tension on the catheter while tamping. There was no contrast/imaging used to confirm balloon placement. There were not multiple sheath exchanges. A procedural sheath greater than 7f was not used prior to introducing the mynx. The vessel was not smaller than 5 mm. Several things were done to try and restore distal blood flow and remove the sealant. First was aspiration via a 7fr mp catheter, then a balloon was placed distal the sealant and they tried to pull the sealant into the sheath like a makeshift fogarty catheter, then they ended up using a loop snare and grabbing it and pulling it into the sheath.  That was successful in getting half of the sealant out of the artery.  The rest of the sealant then traveled down the peroneal artery and both the anterior and posterior tibial arteries had flow and distal pulses were present.  The physician felt comfortable enough with those results and believed that after the 30 days and the sealant dissolves that flow will be restored to the peroneal artery.